Manufacturer narrative:
Concomitant medical products: 4592 lead implanted (B)(6) 2013; 6947m62 lead implaned (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate anti-tachycardia pacing and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that was detected as ventricular fibrillation (vf). The crt-d remains in use. Intermittent undersensing was also noted on the right atrial (ra) lead. The lead re mains in use. No further patient complications have been reported as a result of this event.